Event description:
Dialysate fluid bags were replaced when dry at approximately 1650. Once new bags were hung, staff tried to program the amount of liters of dialysate hung. The crrt machine began to alarm a "red alarm: system failure 606." No buttons worked. The machine would not silence when button was pressed. The blood stopped moving. Another nurse and I attempted to fix the machine. Another nurse called dialysis to ask for assistance and was told the dialysis nurse would be notified at approximately 1700. Mrt nurse was asked to assist in fixing the crrt machine and rinsing back. Mrt nurse was unable to rinse the patient back due to the crrt machine being frozen. Patient was unhooked from crrt machine and vascath ports were flushed. Dialysis was called again at approximately 1715. The emergent situation was explained to dialysis. The dialysis nurse arrived at 1720. The crrt machine was reset and new tubing was set up. The patient lost all blood in the crrt setup, machine and tubing. A stat hemoglobin and hematocrit were ordered. The patient did not require a blood transfusion and vitals remained stable.